Event description:
An unspecified number of undocumented incidents of wile operate on battery power, the devices powered off in less than a minute after sounding audiable alarm tones.the devices were not removed form clinical service or isolated by serial number.reportedly, therapies were resumed using the same devices after they were connected to ac power, turned back on and reprogrammed.there have been no reports of any adverse patient events.